Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge o-ring remain on the pump after the cartridge was removed. Customer manually removed o-ring. Customer's blood glucose (bg) was 600 mg/dl and an insulin injection was administered. Customer did not know cause of elevated bg. Reportedly, customer discussed event with their healthcare provider.